Event description:
It was reported that a clearlink system non-dehp extension set remained full of air; the set drained dry once the clamp was opened and did not allow for re-prime. This occurred after priming; the set was connected to a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.